Event description:
Before treatment on eecp began, the patient experienced chest tightness. One nitroglycerin spray was administered and it relieved the symptom. Twenty minutes into the fortieth treatment session the patient began to experience sob, coughing and wheezing. The patient was transferred to the ER and later admitted with chf and pulmonary edema.